Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled device check. Upon interrogation, the right ventricular lead was noted with varying r-wave, gradual impedance increases but still in range, and threshold increase. The asymptomatic patient rhythm sinus bradycardia was around 50s. Programming changes were made. The patient would continue to be monitored.

Event description:
New information received noted that the impedance continued to rise along with threshold. Programming change was made. The patient was stable and would continue to be monitored.